Event description:
Info rec'd indicates the casters are not locking when the brake is engaged. Casters continue to swivel.

Manufacturer narrative:
The technician isolated the issue to worn out locking mechanism on the casters. He replaced the four casters to repair the bed.